Event description:
It was reported that during a routine device change out, the left ventricular (lv) lead dislodged. A repositioning of the lv lead was unsuccessful, as it had pulled back into the main coronary sinus. (B)(6) days later, the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.